Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The pump remains in use supporting the patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had purulent drainage around driveline site for 1 week at an outside hospital (osh) before admittance to (B)(6) medical center ((B)(6)) on (B)(6) 2020. The patient had an infection around the left thoracotomy wound. The tract of infection led down to the chest wall and into the chest at the site of the pump. Superficial swab cultures taken at osh were positive for pseudomonas aeruginosa (psa) which was treated with gpcs and vancomycin. Repeat blood cultures taken at (B)(6) remained negative. The patient was continued on IV vancomycin with zosyn added. The patient's tract underwent excisional debridement with scissors and cautery on (B)(6) 2020. Muscle and fascia were debrided and cultures were obtained. The tunnel or tract of the lvad power cord was incised and unroofed with a scalpel and cautery. The tunnel was filled with pus which was sent for culture. There was necrotic fat, fascia, and muscle which was excisionally debrided with sharp and blunt dissection.